Event description:
It was reported that during a da vinci assisted pulmonary lobectomy (right upper and middle lobes), the patient experienced small amounts of bleeding at several staple lines despite properly formed staples. Incidentally, the patient experienced a prolonged air leak that was reported to be likely due to the extent of the surgical resection. The surgeon reported that during pulmonary vein stapling with the instrument, a small amount of bleeding occurred that was addressed with placement of a hem-o-lok clip with the medium-large clip applier instrument. The clip applier reportedly made and uncontrolled turn of the wrist after clipping the vein. Later during the procedure, after stapling of the right upper lobe bronchus with the curved tip stapler instrument, bleeding of the bronchus stump occurred and was controlled with hem-o-lok clips. The surgeon noted that the clips achieved hemostasis on the bronchial stump; and more bleeding was observed at the pulmonary vein. The pulmonary vein bleeding was addressed with a larger unspecified clip applier. Additional sites of a small amount of bleeding occurred at the pulmonary artery branch staple lines (2 white stapler 30 reloads and a green sureform 45 reload) and parenchymal staple lines (blue loads 45 stapler) that occurred nearing the end of the case and were addressed with laparoscopic clips. The surgeon stated that all the staplers compressed and fired with no issues and the staple lines did not have malformed or missing staples. The surgeon noted that one of the stapler 30 curved-tip instruments had a staple stuck at the jaw after a fire which impacted loading the subsequent reload .there were no blood transfusions given because of these events. The bleeding minimal, and the largest amount of bleeding came from the pulmonary vein on the specimen side, which was removed. It was confirmed that the patient does not have any coagulopathies and was not on anticoagulant or antiplatelet medications.

Manufacturer narrative:
The medium-large clip applier was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) confirmed the customer reported complaint. Fa found the instrument to have a derailed grip cable at the distal end. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Note: this medwatch report (MFR report number) for the medium-large clip applier instrument (for unintuitive motion that resulted in bleeding.) Separate medwatch reports were submitted for concomitant products: medwatch report (MFR report number 2955842-2024-11554 for the first stapler 30 curved-tip instrument . Medwatch report (MFR report number 2955842-2024-11553) for the second stapler 30 curved-tip instrument. Medwatch report (MFR report number 2955842-2024-11556) for the sureform 45 instrument. Medwatch report (MFR report number 2955842-2024-11552) for the third stapler 30 curved-tip instrument .